Event description:
It was reported that one hour after insertion of the intraaortic balloon(iab), the pump began experiencing kinked catheter alarms. The pump was exchanged, however, the alarms continued. The iab was removed and replaced. After insertion of the second iab, the pump again experienced kinked catheter alarms. The volume was decreased and then increased, but the alarms continued. Since the pt was now stable, the iab was removed without any complications.